Manufacturer narrative:
Office contact information: (B)(4).

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported there was no patient involvement.